Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed a impella rp flex to support a patient admitted in with right sided heart failure. The patient has multiple cardiac and systemic risk factors. The pump was placed but there were concerns of hemolysis and possible clot ingestion. The pump was explanted after two days. The patient survived the explant.

Manufacturer narrative:
The investigation for the thrombus and hemolysis has been completed. The returned pump was inspected and biomaterial was found wrapped around the impeller. There were no other visual abnormalities with the pump. The clinical details also mention patient's condition was complicated by bacteremia, covid pneumonia, and acute on chronic systolic heart failure requiring increasing doses of dobutamine. The data logs show no motor current spikes and no positioning issues. There were no suction alarms and placement signal was trending downwards. The pump also passed the hemolysis test. The root cause of the hemolysis was most likely due to patient condition. The root cause of the thrombus could not be determined without additional clinical details.